Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail that the customer received emergency medical assistance and hospitalized due to low and high blood glucose on (B)(6) 2017 with unknown blood glucose levels at the time of the incident. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was not available at the time of the call. The customer stopped using the pump due to issues putting on the infusion set. The insulin pump will not be returned for analysis.